Event description:
Contacted by pt's husband regarding catheter inserted at this facility 7/20/93 which broke off into pt's chest. Physician was attempting to flush the catheter 9/6/94. Spouse related 5 inches of the catheter broke off in the middle of the catheter and lodged in pt's heart. This was removed on 9/13/94 at another hosp. The catheter had been utilized to provide chemotherapy for the pt. MFR notified.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.